Event description:
During rounds, the pa noticed that the pump was infusing (medication was milrinone) at 0.826 mcg/kg/min instead of the ordered 0.25 mcg/kg/min. The rate remained the same as ordered at 6.8 ml/hr. I then changed the dose back to the ordered dose and did see that the rate was correct. We told non-operative management (nom), who came and looked as well, and verified the concentration was correct. The pump was removed and replaced. There was no injury to the patient. The pump is not available for return.

Event description:
During rounds, the pa noticed that the pump was infusing (medication was milrinone) at 0.826 mcg/kg/min instead of the ordered 0.25 mcg/kg/min. The rate remained the same as ordered at 6.8 ml/hr. I then changed the dose back to the ordered dose and did see that the rate was correct. We told non-operative management (nom), who came and looked as well, and verified the concentration was correct. The pump was removed and replaced. There was no injury to the patient. The pump is not available for return.

Event description:
During rounds, the pa noticed that the pump was infusing (medication was milrinone) at 0.826 mcg/kg/min instead of the ordered 0.25 mcg/kg/min. The rate remained the same as ordered at 6.8 ml/hr. I then changed the dose back to the ordered dose and did see that the rate was correct. We told non-operative management (nom), who came and looked as well, and verified the concentration was correct. The pump was removed and replaced. There was no injury to the patient. The pump is not available for return.

Event description:
During rounds, the pa noticed that the pump was infusing (medication was milrinone) at 0.826 mcg/kg/min instead of the ordered 0.25 mcg/kg/min. The rate remained the same as ordered at 6.8 ml/hr. I then changed the dose back to the ordered dose and did see that the rate was correct. We told non-operative management (nom), who came and looked as well, and verified the concentration was correct. The pump was removed and replaced. There was no injury to the patient. The pump is not available for return.